Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Manufacturer narrative:
(B) (4). Customer returned meter sn ((B) (4)) for investigation. The complaint is not confirmed. Meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. This is a final report.

Event description:
A customer's wife reported their meter did not turn on when strip was inserted and as a result of being unable to test, customer experienced symptoms of hypoglycemia and went to a local hospital where he got diagnosed with hypoglycemia and treated with "fluids". The route and the type of fluids are unknown. There was no report of death or permanent impairment associated with this medical event.

Event description:
A customer reported getting an error-1 message on their freestyle lite blood glucose meter and the test didn't start after sample was applied. They also reported getting an error-1 and error-3 messages on their freestyle freedom lite meter. The customer further reported as a result of being unable to test, he experienced symptoms of hypoglycemia. The paramedics were called and treated him with "sugar shot". He also self-treated with food counteract the event. There was no report of death or permanent impairment associated with this medical event.